Event description:
It was reported that (1) device was about to be used during a laparoscopic cholecystectomy. It was reported by the rep that the 511sd instrument knife would not engage (activate). There was no conseqeunce to the pt.